Event description:
Anchor broke on insertion. Surgeon had punched and tapped. Patient is young and has very hard bone. Approximately 5mm of the tip of the implant remains in the patient. No further consequences have been reported with the patient as a result of event. This device is used for treatment.

Manufacturer narrative:
DHR review revealed nothing relevant to this event. The driver, the sutures and the 4 proximal threads of the implant were returned for evaluation. The customer states the bone was punched and tapped prior to implant insertion. However, from the condition of the returned sample and based on previous evaluations, this event was most likely caused by not maintaining the axial alignment during implant insertion (not inserted perpendicular to site). This is the first complaint of this type for this part/lot combination.